Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had critical pump error. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. The customer also reported that they got critical block and inverse critical block did not add to zero alarm and the motor arm cannot communicate with the main arm alarm. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. The customer did not run the self test. The insulin pump will not be returned for analysis.